Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The customer indicated the use of an approved cartridge. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested and received. (B)(4).

Event description:
A customer reported that after an intraocular lens (iol) was placed into the patient's eye, the staff noticed that the left haptic was broken. The surgeon tried to remove the broken piece, however he was not able to do it. The reporter could not provide more details regarding how the haptic broke, but stated that it was not touched by a forceps or the plunger. At the time of reporting patient impact was not expected since the piece was not located centrally. Additional information was provided by the customer. The lens was implanted in sulcus due to suspicion of capsular rupture. Folding of the lens and implantation were uneventful. After implantation, a small piece of the haptic was located behind the lens. The reporter suspected that the front piece of the haptic broke off during implantation. The surgeon was not able to remove the piece. The reporter stated that the patient would need to undergo a second surgery to remove the piece of haptic. Additional information was provided by the customer. The patient saw the haptic continuously. The patient was referred to a second hospital to have the piece of haptic removed. The reporter could not provide more details regarding this second procedure. Additional information was provided by the customer, who reported that the event resolved without treatment. The patient was treated with an antibiotic which was unplanned. There was no unplanned surgical intervention. Required. In the surgeon's opinion the device did not cause/contribute to the event. There was no specific reason provided.

Manufacturer narrative:
Evaluation summary: the customer indicated the use of a viscoelastic, which is not qualified for the lens/cartridge combination used. The product investigation could not identify a root cause. (B)(4).